Event description:
It was reported that the patient presented to the emergency room with skin erosion. The device header was found visible from the implanted device pocket site. The physician explanted and replaced the pacemaker to resolve the issue. The patient was in stable condition throughout the procedure.